Manufacturer narrative:
(B)(4). Batch # unk. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap appendectomy , the 6r45b load did not fire completely, making it necessary to open another payroll kit to use the load. There was a 15 minute delay in surgery. A brkap04 kit was removed from the surgery center pharmacy to complete the procedure. There were no patient consequences.